Event description:
The suspect meter exhibitedvariation inthe test results when compared with the lab. The following results werereported. Inratio = 4.6. Lab= 11.6. A new lot of strips was sent to the pt. Further follow up to be performed.